Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 81-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient had right pedal pulses still absent, foot cool and mottled. Clot burden was noted upon removal of the impella in cath lab. Reportable due to limb ischemia and thrombus.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not returned for evaluation. However, clinical details stated that after the pump was removed, there was clot burden on the right femoral. Therefore, the root cause of the limb ischemia was likely due to patient condition.